Event description:
Instrument failed to dock with the plate on the robot arm. We replaced the instrument with a different instrument of the same kind and the new one was able to connect correctly with the plate.